Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was at a battery status of middle of life 2 (mol2) after having been implanted for less than one year. Premature battery depletion was suspected. A save to disk was completed and returned for engineering analysis. Analysis found this device does appear to be depleting too quickly and may last for one additional year.